Event description:
Review of an article that compared different scoring systems for prediction of postoperative complications after robot assisted radical prostatectomy (rarp) was performed. The retrospective study analyzed 374 patients at two different centers undergoing rapr using the da vinci xi system between january 2019 and june 2024. The scoring systems evaluated were estimation of physiologic ability and surgical stress (epass), comorbidity score for robotic surgery (crs), and the charlson comorbidity index (cci). Fourteen patients developed various complications including: 5 patients experienced urinary tract infections treated with antibiotics, 2 patients experienced wound infection treated with antibiotics and wound dressings, 2 patients experienced pneumonia treated with antibiotics, 2 patients experienced anastomotic leakage treated with prolonged catheterization; 1 patient experienced wound dehiscence treated with bedside repair; and 1 patient experienced myocardial ischemia treated with coronary angioplasty with stenting. No additional details for any of the events were provided. The corresponding author did not respond to a request for additional information regarding the listed complications.

Manufacturer narrative:
There were no da vinci device issues reported. No investigation could be performed as the article did not provide any specific event information, or any da vinci system identifiers. See h10 for related manufacturer report numbers. The article reported two deaths and the listed complications in section b5. The author responded to the death events but did not directly address the other complications. The response to the death reports stated that the complication was not related to the da vinci system, and that this is the only information we are able to provide due to patient confidentiality. Citation: yilmaz, a.b., karimzada, k., ozercan, a.y. Et al. Comparison of different scoring systems for prediction of postoperative complications after robot-assisted radical prostatectomy. J robotic surg 19, 272 (2025). Https://doi.org/10.1007/s11701-025-02406-1. Section a2: patient age: reflects the study mean age of 65yrs. The age range was 48-77 yrs. Section b7: medical history reflects the study population co-morbidities, not the history of the specific patient. Section d: generic da vinci xi system product information is provided as the serial number was not provided. Section e - the event site recorded is based on the location of the corresponding author's associated hospitals: (B)(6) hospital. Section e: the corresponding author is designated as the initial reporter of the event.